Manufacturer narrative:
Cine image analysis summary: the hawkone directional atherectomy device was not received for evaluation. No ancillary devices from the procedure were received. A single cine image was received for evaluation. The single cine image is of a contrast flow through a vessel. The radiopaque marker band of a support catheter and a guidewire are visible in the cine image. The vessel exhibits signs of a pseudo aneurysm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a hawkone device for treatment of a 10mm very calcified non-cto lesion in the proximal right common iliac artery. The diameter was noted as 8-9mm. The vessel was reported to be moderately tortuous. The device was prepped as per IFU without any issue. The procedure was carried out successfully. It was reported, 2 weeks post procedure, in a follow-up visit, that a pseudo aneurysm was detected via ultrasound. Patient was brought back for a non-mdt covered stent. The patient is reported to be doing well.